Event description:
It was reported that pump experienced malfunction code 199 in software and malfunction code 16 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, was provided instructions for placing pump into storage mode, and was informed that pump settings and continuous glucose monitor would need to be programmed and connected to replacement pump; pump replacement under warranty was arranged and customer was instructed to return malfunctioning pump using prepaid label within 10 days.